Event description:
Reported by the field service representative, "failed to unwrap balloon, switched to another pump". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). Upon further review, it was determined that this complaint was created in error as a duplicate, thus, the initial MDR submitted on 09 january 2024 should be retracted. Please see MDR #3010532612-2024-00059.

Event description:
Reported by the field service representative, "failed to unwrap balloon, switched to another pump". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.